Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 co2 port was leaking. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint # (B)(4). Autonumber # (B)(4). Updated - # 25140679. A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. Blood was observed on the btt tube as well as on the btt. The plastic piece of the btt was observed to be off the btt, and was returned as well for investigation. The cannula was observed to be intact. No visible defects were observed. A mechanical evaluation was conducted. A syringe was attached into the balloon inflation port and pushed 25 cc of air. The balloon inflated and remained inflated after the syringe was removed. To test the patency of the co2 insufflation port on the btt, a syringe was attached to its tip with a one way valve. The end of the body which has the balloon was immersed under water while air was pushed through the syringe and a finger covering the tiny hole on the cannula seal. Bubbles were observed on the water which indicates that air or co2 insufflation is proper. Based upon the returned condition of the device and the results of the investigation, the reported failure "leak" was not confirmed.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 co2 port was leaking. A replacement device was used to complete the procedure. The hospital did not report any patient effects.